Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back to report they have scheduled to get their ins removed on (B)(6) 2024 with no plan to replace with another ins. Agent provided patient with registration phone number and suggested they reach out after procedure is completed to provide update at that time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were having a problem with the device inside them. Patient went to the doctor last friday and the doctor adjusted the stimulator, patient said the hcp changed the program. Patient said the doctor told the patient to call the manufacturer first. Patient was sitting in the car and felt a shocking sensation. Patient had to straighten their leg out. This morning the patient went to exercise and the shocking sensation went away but it kept coming back so the patient lowered the amount on the device. When walking around the device started acting up again so it was kind of weird and scaring the patient. At night if the patient lays down to go to bed it acts up a little bit and the patient has to move themselves not to lay on it. Reviewed positional changes can affect the stimulation sensation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.